Event description:
During preventative maintenance of the device, the field service rep reported that the manual switch label was worn off the cover. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.